Event description:
The product complaint report shows the customer alleged the device displayed an error code that indicates the unit may have entered safety valve open (svo) mode. The customer support engineer (cse) performed tests and could not duplicate the reported problem. During the inspection of the ventilator the filter heater was found to be damaged and was replaced.